Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. No further patient complications have been reported as a result of this event. Additional information was received that the wound dehisced. The patient was enrolled in the product surveillance registry.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 439688c lead, implanted: (B)(6) 2009; 5076-52 lead, implanted: (B)(6) 2007. (B)(4).